Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the procedure, the surgeon wanted to change the version of the stem. He attempted to remove the stem with the slap hammer which resulted in a 20 minute delay to the surgical procedure.